Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6011501, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011501". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot: 6011501 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 08-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly, gluing of tubing of the lot: 5a06202 manufactured in the automatic gluing machine 04, 08, on 03-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot: 5a06203 manufactured in the automatic gluing machine 04, 08, on 04-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to (wi) version 2 on reference samples, 10 samples out 10 samples passed the test, for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occured in united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose. The patient also experienced vomiting, dizziness and positive ketones. The blood glucose level was 387 mg/dl at the time of hospitalization and the patient got treated with intravenous drip. The patient was in the hospital for more than 24 hours. No further information available.